Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; however, specific value was not provided. Reportedly, the customer had re-used the cartridge. A correction bolus was delivered to address BG. Tandem Technical Support educated caller that the cartridge is labeled for single use only.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.